Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, heavy calcification, and had 99% stenosis. The balloon ruptured at 3 atm when inflated for the first time. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Many factors may contribute to balloon damage. The described pt anatomy was heavily calcified, mildly tortuous, and 99% stenosed, which could have contributed to the reported difficulties. If the balloon had been mechanically damaged at any point during the procedure, it can weaken the balloon material such that the inflation attempt can result in a balloon rupture. A review of the reliability engineering records reveals that the destructively tested units met the manufacturing criteria for rated burst pressure of the balloon. Without the product to examine, a thorough analysis could not be performed and no determination can be made as to the cause of the reported discrepancy.